Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead came to the emergency room and it was observed that there was no sensing or capture in the right ventricular (rv) lead. Chest x-ray revealed that there was lead dislodgement. The patient had twiddlers syndrome which initiated the dislodgement. The physician performed a surgical intervention and this ra lead was explanted. No additional adverse patient effects were reported.